Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the device delivery shaft got fractured. The device was completely removed with the guiding and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The hypotube and shaft were examined. The hypotube shaft was completely separated 72cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the device delivery shaft got fractured. The device was completely removed with the guiding and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.